Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar grasped tissue and jaws would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have one grip cable(s) broken at the proximal end in the housing. The grip cable was broken near the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.